Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The customer¿s blood glucose during the incident was 146 mg/dl. The customer noticed that her pump did not make any beeping sounds almost a week ago. The customer advised that she tried to adjust the volume but still nothing can be heard on her pump. They did not hear the difference between the audio volumes 1 and 5. The device did not pass troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 alarmed during self test due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.